Manufacturer narrative:
Continuation of d11: product ID: 8709, lot# j0058223r, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a rep. It was reported the cause of the catheter dislodging was not determined. No further interventions were performed or planned.

Manufacturer narrative:
H3: the pump was analyzed and it was determined that the pump reached end of service (eos) based on time progression, as expected. The catheter was returned and the metal tip of the catheter was missing. Continuation of d10: product ID 8709 lot# j0058223r implanted: (B)(6) 2001 explanted: (B)(6) 2020 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, lot#: j0058223r, implanted: (B)(6) 2001, explanted: (B)(6) 2020, product type: catheter. Ubd: unknown, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000 mcg/ml of baclofen via an implantable pump. It was reported the patient's pump was at eri (elective replacement indicator) and was being replaced on (B)(6) 2020. The patient had not been experiencing any symptoms. When the pump pocket was opened it was discovered the catheter was not in the intrathecal space. The catheter, including the tip of the catheter, was found coiled in the pump pocket. A complete explant was performed and the system was not replaced. The patient was admitted and it was reported the patient would need to wait to have a different surgeon present to insert a new catheter. The patient was currently being monitored and managed by their physicians. The pump and catheter had been discarded therefore the devices would not be returned for analysis.